Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: a medical records review was performed. Based on medical records provided, a meridian femoral filter was deployed successfully on (B)(6) 2012 for history of dvt and pulmonary embolism. The patient had a surgical procedure on the right foot post four days filter deployment. On (B)(6) 2013 patient was admitted to the hospital for acute myocardial infarction; although, lab results indicated a mild elevation in troponins, no EKG changes were identified. A cardiac catheterization procedure was performed that demonstrated mild irregularities with normal left ventricular functions. CT scan of the chest confirmed a detached limb in the right ventricle. Vascular surgery was consulted; however, no recommendation or intervention was performed to remove the fragment from the right ventricular. On (B)(6) 2013 the meridian femoral filter was removed without complications. Post echocardiogram showed no evidence of pericardial effusion, patient was discharged in stable condition. No reported attempt was made to retrieve the detached limb in the right ventricle. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: based on the medical records, a detached limb in the right ventricle can be confirmed. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 15 months post filter deployment, the patient presented with chest pain and shortness of breath to the hospital. A CT scan demonstrated a detached limb in the right ventricle. The filter was retrieved successfully and without incident; although, no attempt was made to remove the detached limb from the right ventricle per decision of the physician. Patient was reported to be in stable condition following the filter removal.